Event description:
It was reported that the patient passed away on (B)(6) 2026. The patient underwent ventricular assist device (vad) implant, aortic valve replacement, left ventricular (lv) aneurysm repair, and atrial septal defect (asd) repair on (B)(6) 2026. The patient had a complicated postoperative course, including right ventricular (rv) failure and pulmonary edema requiring conversion of a right ventricular assist device (rvad) to veno-arterial extracorporeal membrane oxygenation (va ECMO). The patient ultimately suffered a large right middle cerebral artery-anterior cerebral artery (mca-aca) stroke with cerebral edema and herniation. The family made the decision to withdraw care, and their vad was decommissioned. The event was not considered to be device or therapy related. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.